Event description:
Consumer complaint of blood result reading of "hi". Customer expected blood results range from 85 mg/dl to 140 mg/dl fasting. Reviewed the last 5 blood results in the meter memory. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/20/2014).